Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: received product consisted of a sterling balloon catheter with no original packaging and a journey guidewire separated into two pieces. The sterling device and journey guidewire were received separated from each other. Blood was visible in the balloon. A shaft kink was located 3.5cm proximally from the guidewire exit notch. The as-received condition of the journey guidewire restricted the guidewire from being tracked through lumen, therefore; a new 0.014" guidewire was tracked through the lumen with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-03469. It was reported that during a percutaneous transluminal treatment procedure, balloon catheter entrapment and guide wire tip detachment occurred. The target lesion was located in a fistula. A 185 cm journey guide wire and 8.0mm x 40mm x 135cm 4f sterling monorail balloon were advanced. However, the balloon catheter froze on the guide wire and the guide wire tip detached inside the guide wire lumen of the balloon. The entire guide wire was removed with the balloon. No patient complications were reported.